Event description:
It was reported that the patient went to the emergency room with complaints of inflammation and drainage to the incision site of device. A lab drawn was done and revealed infection. The patient was started on an antibiotic. It was also reported that the patient returned for follow-up and the incision site was open and draining a thick reddish fluid. The physician assessed and the device was explanted that same day. This patient is enrolled in the crystal af study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.